Event description:
Customer reported that the unit was being returned as "rpo eval". Upon receipt, the unit had a note attached stating "doesn't work - batteries get hot when inside, but doesn't lite up". There was no allegation of pt injury or death reported.

Manufacturer narrative:
Results - eval of the returned product found that one battery spring is bent in the battery compartment. The aqualert water indicator label shows exposure to moisture. Warning label is torn. Unit powers up and passes all functional tests, the batteries do not get hot. Note: the instructions for use has a warning statement. The posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Take care not to damage battery contacts slide battery door open and flip it up. Do not attempt to remove battery door, it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. (B)(4).